Manufacturer narrative:
The account found no voltage at the f9 fuse. The account replaced the f9 fuse and the left siderail ucm cable to repair the bed.

Event description:
The account alleged the bed has no function and the manual function is not working. The account also indicated that the blower does not sound like it is coming on full speed. There are no enable led's or frame function led's lit.